Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Evaluation / investigation a visual inspection and functional testing of the returned device was conducted. A review of complaint history, the device history record, drawings manufacturing instructions, quality control data, and specifications was also performed. One device was returned for investigation. The device was returned with the handle in the open position and the basket formation in the closed position. The collet knob is tight and secure. The male lure lock adaptor (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. A visual examination noted the support sheath is bent. A kink was noted in the basket sheath 99 cm from the distal tip. The support sheath and basket sheath were found to be detached; adhesive is present. A functional test noted the handle does not actuate the basket formation. The support sheath and the basket sheath being detached have prevented the handle from actuating the basket formation. The instructions for use (IFU) contains the following precaution: "do not use excessive force to manipulate this device. Damage to the device may occur." The device history record was reviewed and noted there were no non-conformances associated with the complaint device lot number. A review of complaint history revealed this to be the only complaint report associated with complaint lot number 7998570. There is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the provided information a definitive root cause could not be established. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported by the user facility, they planned to use the ncircle tipless stone extractor in a transurethral uretero-lithotripsy (tul) procedure. During functional testing and before patient contact, the basket would not open from the first. Another device was used instead to complete the procedure. The patient did not experience any adverse effects due to this occurrence.